Manufacturer narrative:
A4: unk. A5: unk. A6: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -09.50 diopter, in the patients left eye (os), on (B)(6) 2024. The lens was explanted on (B)(6) 2024 due to low vaulting. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.